Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that device has bad blower module during use on a patient on the revel ventilator. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
"Results of investigation: vyaire medical received the device for evaluation. Vyaire medical received the device for evaluation. Service technician was unable to verify the reported complaint that states that the blower module is bad during bench testing. Further investigation found the reason for the unit to pause during ventilation was due to a non-conforming main flex circuit. This will have to be replaced for proper functionality of the ventilator. Additional problem found: several hardware fault 18,19 20 & 21 alarms found during event trace review, they will replace the hybrid board to correct this issue. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.